Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on with blood glucose of 800 mg/dl. The customer's current blood glucose is 106 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode/smartguard feature was not active at time of high blood glucose event. No leak was found. The customer alleged under delivery on insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.